Event description:
A report was received that the patient had pain at the pocket site. It was noted that the patient's ipg was larger than the previous ipg causing discomfort. The patient will undergo a revision procedure wherein the ipg will be replaced and relocated. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient had pain at the pocket site. It was noted that the patient's ipg was larger than the previous ipg causing discomfort. The patient will undergo a revision procedure wherein the ipg will be replaced and relocated. No device malfunction was suspected.